Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results. Nurse is calling on behalf of the customer. The customer is concerned with meter to meter comparison of 138 mg/dl using true metrix versus 121 mg/dl using another meter and result obtained of 263 mg/dl. The expected fasting blood glucose test result range is 97-108 mg/dl. The customer feels well and did not report symptoms. Medical attention is reported as a result of the actual blood glucose results on (B)(6) 2018. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer is pregnant and nurse stated that at hospital they are monitoring her glucose levels and her reading at the hospital is a 138 mg/dl not fasting true metrix (B)(6) 2018 11:33 am. Customer is also concern with readings being high with 182 mg/dl fasting and 138 mg/dl non- fasting. Customer states her normal fasting range is 97 mg/dl-108 mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hypoglycemia or hyperglycemia.